Event description:
Please note the complaint below involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service reporting that when using the micropore-surgical tape, she breaks out, has bad itching, and a little rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).